Manufacturer narrative:
UDI -- unknown part number, all 3 attempts to obtain product were unsuccessful, UDI. It has been reported that the device will be returned for evaluation. Upon receipt of the device or other additional relevant information, a follow-up report will be submitted. This is device 3 of 3. Refer to mdrs 1226348-2018-10791 and 1226348-2018-10792 for information regarding the additional devices involved in this event.

Event description:
As reported by the affiliate, after zeroing, three microsensors gave incorrect readings and the sensors were revised. On (B)(6) after zeroing the devices, they provided plausible data for about 5 min (around 18 mmhg).  Then values suddenly increased to 50 mmhg. Devices were changed and zeroed again. The values for the new devices were inconsistent and ranging up to 330 mmhg. After the revisions, the devices showed a consistent reading of 5mmhg. The patient suffered from swelling at hemicraniectomy area. The data was checked using evd measurement. There were no reports of surgical delays.

Manufacturer narrative:
Additional information: the device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned for evaluation. There was no visible damage to the sensor, catheter material or connector. Water pattern testing was off scale in water, reading 706 on the icp. The resistance balance was adjusted and the device was cleaned. The water pattern test was then rerun and the device passed electronic, noise, linearirty/hystersis and signal drift tests. A review of quality records for the component found the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Based on the evaluation, it was confirmed that there was an issue with the device. However, based on the information available, root cause was not able to be conclusively determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.